Manufacturer narrative:
Results evaluation codes (other): the investigation is under investigation. Upon completion of the report a follow-up report will be submitted. The user facility did give two possible lot numbers. Review of manufacturing records, for both lots, showed no problems during MFR.